Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device upgrade a raise in capture threshold and lead impedance was observed. Additionally, externalized conductors were also noted via fluoroscopy. The lead was cut and replaced without any complications.